Event description:
It was reported per the event information, "while attending to the field safety notice with regards to the 40cc balloons, a discussion was had with the above perfusionist. A similar problem was encountered with a 30cc intra aortic balloon catheter. As with the problem with the 40cc balloon drive lines, the same problem occurred whereby a reading of 2.5cc appeared on the screen when it should have displayed 30cc."

Manufacturer narrative:
Sample will not be returned for evaluation.